Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had difficulty charging the ipg due to migration. X ray diagnosis revealed that the ipg was upside down. It was also mentioned that upon interrogation, the ipg was due for replacement as confirmed by rep. The patient underwent a revision procedure wherein the ipg was replaced and patient was doing well postoperatively. The explanted ipg was discarded.